Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted valve-in-valve implant of this transcatheter bioprosthetic valve into a non-medtronic surgical valve with failed leaflets, the valve dislodged upon deployment into the ascending aorta. Aortic pressure and incomplete expansion at the outflow track, inside of the failed surgical valve caused the valve to dislodge. The valve was mobile while in the ascending aorta and was then snared and moved into the descending aorta. The valve was intentionally left in the descending aorta. Another non-medtronic valve was inserted and advanced through the valve in the descending aorta and successfully implanted. The patient had a good outcome and no adverse patient effects were reported.